Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
The cusa excel 36khz handpiece (c2602) was returned to service & repair for evaluation, and when tested by the integra technician, the device overheated. There was no patient involvement.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h4, h6, h10. The cusa excel 36khz straight handpiece was returned for evaluation: device history record (DHR) - the DHR was reviewed and showed no abnormalities related to the reported failure. Failure analysis: the investigation of the returned device showed that the reported complaint (overheat) was confirmed from the evaluation. The transducer, coliform, and housing assembly were replaced; unit recalibrated and tested, and the handpiece passed all the testing parameters. Root cause: the root cause was confirmed as defective transducer & coilform. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward.

Event description:
N/a.